Manufacturer narrative:
On (B)(6) 2019, the mentor failure analysis lab has received the device for evaluation. Mentor became aware that the suspect medical device's lot number was 5533104. Mentor became aware that the concomitant device was the following: (left) 460cc mentor smooth round high profile catalog: 3503460 lot: 5589921. Mentor also became aware that the patient had undergone bilateral removal and replacement with the following devices: (right) 560cc mentor smooth round high profile saline catalog: 3503560 lot: 7719921 sn: (B)(4) and (left) 560cc mentor smooth round high profile saline catalog: 3503560 lot: 7719921 sn: (B)(4). On (B)(6) 2019, the product investigation was completed. A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device investigation summary: during visual evaluation a crease was observed in the posterior view, also a tear within the crease was noted, measuring approximately 0.3 cm. No other anomalies were observed. The second product received is related to a concomitant device, there are neither deficiencies alleged nor patient injuries. Therefore no further investigation is required. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: under-inflation or over-inflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. It is possible that the root cause of the rupture was the car accident in which the patient was involved. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. No further investigation will be conducted on this complaint due to external cause. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: chest injury, deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation with a 460cc mentor smooth round high profile saline breast prosthesis on the right side, suffered deflation after getting into a car accident. As a result, the patient underwent implant explantation on (B)(6) 2019.